Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported by the contact that due to exercising, the customer set a temp rate on the pump for 12 hours and after delivering a bolus, the temp rate unexpectedly had ended. The customer's blood glucose (bg) level was 80 mg/dl and juice was consumed to address the bg level. Tandem technical support reviewed the pump t:connect data and found that the customer used the temp rate feature multiple times during the day and did not see any alarms that would have stopped the temp rate. It could not be determined an exact time in which the temp rate was stopped as the contact did not know the specific date that this event had occurred, only an approximate time frame.